Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx4607 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that once the package was opened, the tip of the introducer sheath was found split. No other information was provided. It was reported this occurred with 5 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause could not be determined. One photo sample of a microez microintroducer was provided for evaluation. The photo displayed the distal end of the sheath with the dilator present. A longitudinal split extending from the sheath was visible. The split edges appeared to be even, and no bunching of the tip was noted. No apparent usage residues was observed on the device shown in the image. Since a longitudinal split was observed to be present in the image provided, the complaint is confirmed; however, the cause could not be determined as the handling and storage conditions are unknown. A review of the manufacturing records associate with the reported lot did not not provide any evidence to indicate that a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that once the package was opened, the tip of the introducer sheath was found split. No other information was provided. It was reported this occurred with 5 devices. This report addresses the first device.